Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an asymptomatic pt presented for follow-up with a lead which was showing noise on the ventricular channel. They were able to reproduce the noise with pocket manipulation. The pt was not dependent will continue to be monitored.